Event description:
The reporter identified the device was not displaying any ECG data. Different cables were tried without success.

Manufacturer narrative:
Device has been received and will be evaluated. A follow up report will be provided.